Event description:
The pt reported she woke up with an elevated blood glucose reading of 380 mg/dl this morning. She stated she then tried to bolus but could not because the up button on her insulin infusion device was not responding. She said she had eaten a piece of cake the day before which caused her readings to elevate but by bedtime her reading had returned to 114 mg/dl. During troubleshooting, the pt stated the adapter on her infusion device has not been changed since 2007. She stated she would switch to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.